Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin seen exiting the tubing. Reportedly, the customer changed the cartridge and infusion set prior to the report with tandem technical support; therefore, troubleshooting was unable to be performed. Customer's blood glucose level was 234 mg/dl. Customer successfully resumed insulin delivery.